Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported during a procedure a perforation occurred, the 3.5 x 19 mm graftmaster was advanced but could not cross to treat the perforation due to the anatomy. A 2.8 x 19 mm graftmaster was used to treat to the perforation and the procedure was completed. No additional information was provided.